Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 04/09/2018. The device passed suction and cycle specifications, despite the fact that residue was noted on the tubing and damage was noted on the membrane. The customer's complaint of low suction could not be confirmed. [(B)(4)].

Manufacturer narrative:
Troubleshooting was conducted with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. During troubleshooting, it was identified that the customer has never removed the yellow valves from the connectors for cleaning. The customer was walked through cleaning these parts and, afterwards, the customer alleged that the suction was still low. A replacement pump was sent to the customer. In follow up with a complaint handler on (B)(6) 2017, the customer alleged that the replacement pump came in a sealed box and the first thing she noticed was that the membrane was loose out of the box. She used the extra membranes that came with the pump and the suction was "pretty good" for the first couple of days until suddenly the replacement pump started producing "bad suction" and making "weird" noises. She indicated that she was using the new parts and no old parts. Because of this, she is still using the original pump because she feels that it works better than the replacement. The complaint handler requested that the customer contact customer service to come to resolution with the replacement pump. As of the date of this report, the customer has not made further contact with medela. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the suction on her pump in style breast pump has been low since she purchased it in (B)(6) 2017. She visited her doctor and was diagnosed with mastitis, for which she was prescribed an antibiotic.